Event description:
Our site uses these mako mics hand piece from stryker for some of our orthopedic procedures. The handpiece is reusable and per the manufacturer's guidelines, is not to be disassembled or it will void the warranty on the device. There are crevices in this handpiece, however, that bioburden and liquid can enter the handpiece. These substances cannot be effectively cleaned from the device without removing screw and opening the device up. When air was blown on one of these handpieces in spd to dry it off after cleaning, the blower was placed near a crevice and what appeared to be bloody fluid blew out of the device. They opted to disassemble it and found what appeared to be dry blood inside. Removing the screws to clean the device does have a high potential for stripping the screws/holes and it is difficult to get replacement screw from the manufacturer without the purchase of a new device. The representative is aware of the issue. Our spd went through all the devices and did find that this was an issue with all of them and not just one isolated piece of equipment; 14 mako mic handpiece that has a bioburden serial number and batch number as follows: sn# # (B)(4) - batch/lot #:42010918; sn # #(B)(4) - batch/lot # 42040317; sn # (B)(4) -batch/lot #42070618; sn #(B)(4) -batch/lot #42010417; sn #(B)(4) - batch/lot #42081018; sn #(B)(4) -batch/lot #42040718; sn #(B)(4)- batch/lot #42020416; sn #(B)(4) - batch/lot #42010716; sn #(B)(4) - batch/lot #42010916; sn #(B)(4) - batch/lot #42050617; sn # (B)(4) - batch/lot #42050617; sn # (B)(4) -batch/lot #42030718; sn # (B)(4) - batch/lot #42040616; sn #(B)(4)- batch/lot #4203091. FDA safety report ID# (B)(4).